Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash described as open skin. The patient was "given something" to help the irritation while in the hospital. Follow-up indicated that the patient no longer had skin irritation.